Event description:
The reporter stated that the pt came in with bruising on her stomach. Her inr was checked on the device and the reporter stated the result was >8. She was sent to the hospital and admitted with an inr of .9 and 1.0 per the reporter.